Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted the amount of air supply is insufficient due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). In addition, the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. There are scratches on the insertion part unit, grip, universal cord due to external factors. Operation part noted to be damaged and the curved rubber adhesive is missing. Dirt that is difficult to remove is found on the air supply / water supply nozzles. Scratches on the u / d (up/down) knob due to external factors. Up / down angle knob unit damaged noted. Objective lens dirty and cloudy. The forceps stopper is scraped due to an external factor. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "gas transmission line blockage". The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: inappropriate or insufficient reprocessing or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.